Event description:
A report was received that the patients ipg was having trouble holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively and was getting good relief. Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was having trouble holding a charge. The patient underwent an ipg replacement procedure.